Event description:
The patient reported that they are a brittle diabetic and can have wildly varying glucose values. Pt used the suspect device to check their blood glucose and obtained a result of 60mg/dl in the morning. Early in the afternoon spouse found pt unconscious on the couch. Spouse called the paramedics and then used the suspect device to check their glucose. Spouse obtained a result of 93mg/dl. Upon arrival the emergency medical system put pt on an IV and took pt to the hospital. Pt could not remember anymore details. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.